Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported by the affiliate that during a cholecystectomy, the stop cock came off of the trocar. Another device was used to complete the case. There was no pt consequence.